Manufacturer narrative:
Per the cartridge's instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading the cartridge with cold insulin. The customer reloaded the same cartridge and an accurate fill estimate reading was received. The customer's blood glucose level was 156 mg/dl.